Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling sl balloon catheter with the related guidewire inside the shaft of the complaint device, and was sticking out of hub for 106 cm. The wire outer diameter (od) was measured to be .0165¿. The balloon was loosely folded, with blood in the wire lumen and contrast in the balloon and inflation lumen. The device was soaked in a water bath for 3 days. The tip, balloon, markerbands, strain relief, inner shaft, and outer shaft were microscopically and tactile inspected. Inspection revealed tip damage, inner shaft damage (buckling/stretched) for 10 cm in length that started just behind the distal tip, outer shaft damage (buckling/stretched) for approximately 5mm behind the balloon and distal of the proximal bond. The inner diameter (ID) of the wire lumen could not be measured due to damage of the tip and the guide wire was sticking out of the hub. Functional testing could not be done due to the excessive damage to the device. An inflation device was attached to the hub of the device and positive pressure was applied, but the balloon could not inflate. While inflation/deflation could not be functionally tested, the damage to the outer/inner shafts indicates difficulties with deflation and device removal. Inspection of the remainder of the device revealed no other damage or irregularities. Review of the product specification indicates the sterling sl is compatible with a .018¿ guidewire. The reported information indicates the sterling sl was used with a .0165¿ guidewire; therefore, there is no indication of a compatibility issue. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MFR report#: 2134265-2017-12472. It was reported that removal difficulty, balloon deflation failure, and catheter entrapment on guidewire occurred. The 90% stenosed, 2.5x100mm target lesion was located in the calcified left tibial artery. After antegrade puncture, a 6fr non-bsc sheath was placed. Then a 2.5mm x 100mm x 90cm sterling balloon catheter was advance to the lesion over a v-18 control wire guidewire. The balloon was inflated using an encore inflation device without problems. When the physician wanted to advance the balloon in order to dilate another stenosis, it wasn't possible either to place the wire farther or to advance or withdraw the balloon. The balloon catheter and the guidewire cannot be separated. The balloon was very rigid and remained inflated. Therefore, the entire system was removed together. The procedure was completed with other same devices. No patient complications were reported and the patient¿s status was ok.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MFR report#: 2134265-2017-12472. It was reported that removal difficulty, balloon deflation failure, and catheter entrapment on guidewire occurred. The 90% stenosed, 2.5x100mm target lesion was located in the calcified left tibial artery. After antegrade puncture, a 6fr non-bsc sheath was placed. Then a 2.5mm x 100mm x 90cm sterling balloon catheter was advance to the lesion over a v-18 control wire guidewire. The balloon was inflated using an encore inflation device without problems. When the physician wanted to advance the balloon in order to dilate another stenosis, it wasn't possible either to place the wire farther or to advance or withdraw the balloon. The balloon catheter and the guidewire cannot be separated. The balloon was very rigid and remained inflated. Therefore, the entire system was removed together. The procedure was completed with other same devices. No patient complications were reported and the patient¿s status was ok.